Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the implant was loose after tightening, it did not hold in the bone. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2324bcctt-1 was received for investigation. Visual evaluation noted that the bio and the eyelet were not returned; it was also noted that the suture was broken and frayed, possibly due to the breakage. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, and prying/leveraging the device during insertion. Per dfu-0087-13 at revision 0. Precautions: 3. Make sure to use the recommended drill bit or punch to create the bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.